Event description:
Caller reported that the patient's device was not delivering insulin. The patient was in the hospital for dka and had a blood glucose level of (600 mg/dl). Patient does not allege the device was at fault.